Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
This patient has two leads from the same lot. Note: both of the patient's leads are being reported because it is unknown which lead is liable. The patient has multiple leads implanted for off-label use. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have one of the peripheral leads revised and replaced due to migration. Patient now has effective therapy.